Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clip were not closed completedly when the applier was fired. The clips fell off. These clip applier came out of fdc 10 kits. The completed the case with an additional clip applier. There was no consequence to the pt.